Manufacturer narrative:
Covidien reference # : (B)(6). Date of initial report: (B)(6)2010. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted. Additional questions in regard to the incident have also been asked, but the site has not yet responded to our inquiries.

Event description:
The customer reported that the device would not cauterize or cut properly during a gynecological procedure.